Manufacturer narrative:
Product ID: 37714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 39565-65, serial# (B)(4), implanted:(B)(6) 2014, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Refer to manufacturing report number 3004209178-2015-13523 for other device.

Event description:
The consumer participating in a clinical study reported after the revision, the device was working great. The device was working so well they had decided to put another one in her thoracic spine. The first device was implanted for her lumbar and buttocks. The patient stated that everything worked well for about a month then suddenly nothing was working. The patient reported that they had tried to do adjustments but then the stimulation would only go to the patient's chest. The stimulation in the patient's chest was so intense the patient felt like the patient had a heart attack. The patient reported that the ins's were turning each other on and off. The manufacturing representative stated that it was like the devices were talking to each other. The patient reported that the stimulation from the device that was implanted in 2014 started going into the patient's stomach. The reporter stated that they had put in another lead and said the patient was getting great coverage in her legs but that was not where she needed stimulation. An x-ray was performed and the devices were checked. The manufacturing representative told the patient that the lead was in the right spot and the device was working properly. Relevant medical history included: non-malignant pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.